Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event allergic reaction (pt: injection site allergic reaction), was deemed to meet the serious criteria of hospitalization. The device history record for belotero balance lidocaine, lot number 326134/1, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted, no non conformances were noted.

Event description:
This case was linked to lssmv case number (B)(4) , referring to the same patient. This spontaneous report was received from a colombian physician and concerns a 63-year-old female patient (weight 70 kg, height 170 cm). The patient was injected supraperiosteally, with 1 syringe of belotero balance lidocaine, into the malar area, on (B)(6) 2022. Batch number was reported as 326134/1 (expiry date: 12/2023). A lot search in the global safety database was conducted. The patient was injected with a 256 cannula plane and lipodermis. She was concomitantly injected with xeomin, on (B)(6) 2022. Batch number was reported as 106578 and (expiry date: 10/2024). The dilution kit delivered with the vial was used. Reconstitution was done according to the instructions and she received written recommendations. She had local nodules at the treated site before the application. The patients medical history included hypertension and diabetes mellitus type 2 without insulin. Concomitant medication included losartan, simvastatin and metformin. The patient had no previous botulinum toxin treatments and no other brands. She had a revision on (B)(6) 2022. On (B)(6) 2022, after the belotero balance lidocaine injection, the patient experienced an inflammatory reaction. It started with a upper palpebral oedema. On (B)(6) 2022, the patient had bipalpebral oedema. On (B)(6) 2022, she had erythema, heat, itching and facial oedema without angioedema. She was prescribed with prednisolone 40 mg/day for 5 days and 4 desloratadine 10 mg/day for 1 month. The patient took only 3 doses of prednisolone because they recommended it at the pharmacy, due to her history of diabetes. The outcome of the event inflammatory reaction was unknown. Follow up information was received on 24-aug-2022: the case was upgraded to serious. The event inflammatory reaction was deleted. The event allergic reaction was added. The patient was injected with belotero balance lidocaine, into the anterior malar area (off label use of device), to replace the fat and give a fresher appearance to the face. The batch record review was received and the lot number for belotero balance lidocaine was confirmed as 326134/1 (expiry date: 12/2023). The patient was injected with a 25 g cannula. The injection was done by the physician. On the same occasion, the patient was injected intramuscularly, with a total of 42 units of xeomin, into the frontalis, orbicularis oculi, corrugator and procerus (also reported as between the eyebrows), within the upper third, to improve static and dynamic lines. Batch number was reported as 106578 (expiry date: 10/2024). As reported, the patient was injected perpendicular frontal at 90.6 between eyebrows and in orbicular. Xeomin was injected with 1 ml insulin needle and a 256 cannula (as reported). On (B)(6) 2022, the patient was reviewed and re-injected with a total of 1 unit of xeomin, into each eyebrow. There were no immediate complications after the treatment, neither during the review, on (B)(6) 2022. The patient had no known allergies. On (B)(6) 2022, after the belotero balance lidocaine injection, the patient experienced an allergic reaction, in a form of facial erythema, facial oedema, desquamation and intense itching. As reported, the allergic reaction lasted approximately 16 days with symptoms and signs requiring two hospital stays. The patient reported no skin nodules, tumor, cyst or abscess. As corrective treatment, she was prescribed with an anti-inflammatory dose of prednisolone of 40 mg/day (for 5 days) and 10 mg of desloratadine (every 12 hours, for 5 days and then once a day for a month). The patient sent the physician a photo of the three allergy, antibiotic, inflammation medications. As reported, the allergic reaction lasted approximately 16 days, however, the reporter was not sure whether the patient recovered at the time of this report. The outcome of the event was unknown. As reported, there was no causal relationship of nodules.

Event description:
Follow up information was received on 26-sep-2022: the reporter informed that the patient was discharged from the hospital and did not have edema or any other symptoms. There was no more information because the patient did not want to speak to the physician, and was not answering massages or calls from her. Therefore, the reporter did not know the exact date of discharge or what the final diagnosis was. Due to the provided information the outcome of the event was considered as resolved, in 2022 (changed from unknown).